Manufacturer narrative:
This is a re-submission of the original initial report that had been previously submitted on 23 dec 2015. This submission have been updated to align with the current. Complaint no: (B)(4). Device manufacturer postal code: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the hc device experienced a high drain 104 alarm. This occurred during drain four of five or peritoneal dialysis therapy, while the patient was connected. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The cause of the alarm was not determined during troubleshooting. The tsr explained to the patient that they drained 4107 ml in drain four the day they received the high drain alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.